Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("excessive menstrual bleeding") in an adult female patient who had essure (batch no. 545056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, irritable bowel syndrome, gerd, arthritis, back disorder, depression and anxiety. Concurrent conditions included smoker (1 pack per day for 15 years), dysfunctional uterine bleeding, abdominal pain (symptoms have worsened), chronic back pain, ovarian cyst, dyspareunia and abdominal adhesions. Concomitant products included dicycloverine hydrochloride (bentyl) from 2010 to 2018, duloxetine since 2003, omeprazole since 2003 and oxycodone since 2000. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and adnexa uteri pain ("ovarian pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved, the menorrhagia and vaginal haemorrhage outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014: ultrasound left ovary likely hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Historical drug, laboratory data ,concomitant disease, concomitant drug were added. Updated suspect drug indication. Events vaginal bleeding, ovarian pain added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain(pelvic area)") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding ( menorrhagia),") in an adult female patient who had essure (batch no. 545056 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not conducted.". The patient's past medical history included migraine, irritable bowel syndrome, gerd, arthritis, back disorder, depression and anxiety. Concurrent conditions included smoker (1 pack per day for 15 years), dysfunctional uterine bleeding, abdominal pain (symptoms have worsened), chronic back pain, ovarian cyst, dyspareunia and abdominal adhesions. Concomitant products included alprazolam since 2000, amitriptyline since 2014, dicycloverine hydrochloride (bentyl) from 2010 to 2018, duloxetine since 2003, estradiol since 2016, fenofibrate since 2008, loratadine (lotan) from 2004 to 2017, omeprazole since 2003, oxycodone since 2000 and topiramate since 2008. On an unknown date, the patient started rizatriptan at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal),") and adnexa uteri pain ("ovarian pain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain(abdominal area)"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014: ultrasound left ovary likely hemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain(pelvic area)") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding ( menorrhagia),") in an adult female patient who had essure (batch no. 545056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not conducted." The patient's past medical history included migraine, irritable bowel syndrome, gerd, arthritis, back disorder, depression and anxiety. Concurrent conditions included smoker (1 pack per day for 15 years), dysfunctional uterine bleeding, abdominal pain (symptoms have worsened), chronic back pain, ovarian cyst, dyspareunia and abdominal adhesions. Concomitant products included alprazolam since 2000, amitriptyline since 2014, dicycloverine hydrochloride (bentyl) from 2010 to 2018, duloxetine since 2003, estradiol since 2016, fenofibrate since 2008, loratadine (lotan) from 2004 to 2017, omeprazole since 2003, oxycodone since 2000 and topiramate since 2008. On an unknown date, the patient started rizatriptan at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal),") and adnexa uteri pain ("ovarian pain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain(abdominal area)"). The patient was treated with surgery (B)(6) 2016, hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014: ultrasound left ovary likely hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 16-may-2018: plaintiff fact sheet received. Concomitant drug added. Events: device confirmation test was not performed, dyspareunia (painful sexual intercourse) added. Outcome for the events pelvic pain and abdominal pain updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain(pelvic area)") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding ( menorrhagia),") in an adult female patient who had essure (batch no. 545056 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not conducted.". The patient's medical history included migraine, irritable bowel syndrome, gerd, arthritis, back disorder, depression and anxiety. *(B)(6) 2014: ultrasound left ovary likely hemorrhagic cyst. Concurrent conditions included smoker (1 pack per day for 15 years), dysfunctional uterine bleeding, abdominal pain (symptoms have worsened), chronic back pain, ovarian cyst, dyspareunia and abdominal adhesions. Concomitant products included alprazolam since 2000, amitriptyline since 2014, dicycloverine hydrochloride (bentyl) from 2010 to 2018, duloxetine since 2003, estradiol since 2016, fenofibrate since 2008, loratadine (lotan) from 2004 to 2017, omeprazole since 2003, oxycodone since 2000, rizatriptan and topiramate since 2008. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced adnexa uteri pain ("ovarian pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("pain(abdominal area)"). The patient was treated with norethisterone (norethindrone) and surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage, dyspareunia, anxiety and depression outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: pfs received- new events depression, mental anguish were added. Treatment drug were added. Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformant data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain(pelvic area)') and menorrhagia ('excessive menstrual bleeding/abnormal bleeding ( menorrhagia),') in an adult female patient who had essure (batch no. 545056 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not conducted.". The patient's medical history included migraine, irritable bowel syndrome, gerd, arthritis, back disorder, depression and anxiety. *(B)(6) 2014: ultrasound left ovary likely hemorrhagic cyst. Concurrent conditions included smoker (1 pack per day for 15 years), dysfunctional uterine bleeding, abdominal pain (symptoms have worsened), chronic back pain, ovarian cyst, dyspareunia and abdominal adhesions. Concomitant products included alprazolam since 2000, amitriptyline since 2014, dicycloverine hydrochloride (bentyl) from 2010 to 2018, duloxetine since 2003, estradiol since 2016, fenofibrate since 2008, loratadine (lotan) from 2004 to 2017, omeprazole since 2003, oxycodone since 2000, rizatriptan and topiramate since 2008. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced adnexa uteri pain ("ovarian pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("pain(abdominal area)"). The patient was treated with norethisterone (norethindrone) and surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and adnexa uteri pain had resolved, the vaginal haemorrhage, dyspareunia, anxiety and depression outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Pelvic pain outcome was updated. New reporter was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive menstrual bleeding"). The patient was treated with surgery (underwent a full hysterectomy). At the time of the report, the pelvic pain had not resolved and the menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.